Event description:
A report was received that a patient was experiencing difficulty charging. After attempts at troubleshooting were unsuccessful, the patient saw her physician for evaluation. The physician determined that the pocket site is the reason the patient is having difficulty charging and that the pocket should be revised. The patient underwent a pocket revision procedure, in which the pocket was made more superficial.

Manufacturer narrative:
This is the final report.